Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional relevant information becomes available.

Event description:
It was reported that the bronchovideoscope "biopsy hole at distal tip chipping/cracked" . The issue was found during an unknown event. There was no patient harm, no injury reported due to the event.